Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the display screen was fully functional and fully illuminated with no visible signs of fading or discoloration. Investigation was unable to confirm or duplicate dim/discolored display screen.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a pixel color change. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.